Event description:
It was reported that during testing conducted at the manufacturer facility, the device was oscillating when it was supposed to run in forward mode and it was also running without user activation while it was in safe mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was found that the trigger magnet was not fully seated in the trigger shaft and continued activating the ebox, which can be a cause of the device running without user activation. It was also found that the reverse trigger magnet was not fully seated in the trigger shaft, which activated the forward and reverse trigger when only the forward trigger was depressed. This was found to be a probable cause of the device oscillating when only the forward trigger was depressed.